Event description:
It was reported that pre-operatively, as soon as the endoscope was connected, there was a red warning alarm: "the endoscope image is frozen". The endoscope was changed but still received the same error. The storz was rebooted but still the same error. The surgeon decided to convert to another robotic system. There was no harm to the patient. No negative impact in state of health reported. Cross refrence MDR: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the customer's statement "endoscope red warning alarm" cannot be confirmed. The device mentioned is used with a third-party product (medtronic). This device emits a "red alert," which is not applicable to karl storz products. During the inspection of the optics, a defect in the connection cable was found. The defect is most likely related to a cut in the connection cable, which led to the malfunction of the device. As a result, electronic imaging is not possible. Furthermore, mechanical damage was found at the distal end, on the handle, and on the shaft. Likely, the damage was caused during clinical use/clinical reprocessing. In the corresponding IFU ri tipcam 1 s 3d lap , 0° 26605aa_en_v37.2_08-2022_ri_ce, chapter 9 visual inspection among others the following is listed: check products for the following points: - visible contamination - damage and corrosion - completeness - dryness and to discard - damaged and corroded medical devices. - incomplete medical devices or replace missing parts. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).